Event description:
The customer questioned (B)(6) results for patients tested for elecsys hbsag confirmatory test (hbsag confirmatory) on a cobas 8000 e 602 module. The customer stated the issue has been going on for approximately 1 week. The customer provided a (B)(6) confirmatory result for 1 patient sample. The patient was tested for elecsys hbsag immunoassay (hbsag) and (B)(6) results were received. The (B)(6) results were confirmed 2-3 times. The hbsag confirmatory test was (B)(6). The (B)(6) results were believed to be correct and were reported outside of the laboratory. The confirmatory test result was not reported outside of the laboratory as the customer thinks it is incorrect. No specific results were provided. There was no allegation that an adverse event occurred. The e 602 module serial number was (B)(4). The field service engineer (fse) visited the customer site and found an issue with the measuring cells. The fse replaced the measuring cells. A blank cell check was run and the system was operational. The customer ran calibration and qc with passing results. Calibration signals were lower than expected. Qc results were acceptable. Multiple abnormal aspiration alarms were observed on the alarm trace from the day of the event. Following the service visit, the issue continued. The customer thinks the issue is related to an interference in the patient samples. The customer is noticing this occurrence happening in an unspecified number of patients of a particular demographic. The investigation is ongoing.

Manufacturer narrative:
The issue continued at the customer site with additional patient samples who were tested on (B)(6) 2018. The patient sample will have a positive hbsag result on the e602 module, but the hbsag confirmatory test will be negative. These patient samples were also sent to an external laboratory where the hbsag results were positive from a siemens instrument.

Manufacturer narrative:
An additional patient (female with date of birth of (B)(6) 1991 weighing 220 lbs) sample tested on (B)(6) 2019 had a positive hbsag result on the e602 module, but the hbsag confirmatory test will be negative. This patient had just delivered a baby and was released to home with child. This patient takes a multivitamin and uses albuterol. She is 162 cm tall. The customer submitted this patient sample for investigation. The customer's allegation was not confirmed. The customer alleged to have received a positive hbsag result with a negative hbsag confirmatory test. During the investigation, the hbsag result was positive (1891 coi) and the hbsag confirmatory test was also positive. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sample for the 1 patient tested on (B)(6) 2019 was investigated further and testing indicated a high dose hook effect. High dose hook is addressed in product labeling for the assay. Based on the investigations performed on the 1 sample, this sample was determined to be correctly positive. A product problem was not found.